Event description:
A surgeon reports that one day following intraocular lens implant surgery, the pt complained that her vision was hazy. Upon examination, the posterior surface of the iol appeared to be covered in some sort of haze or deposits. Two weeks later, the pt's vision continued to be slightly hazy and the deposits were still present.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.